Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: during follow up, it was clarified that one (1) set leaked. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearklink solution sets "leaked around the white connector placed in the line of the tubing". This issue was identified during unspecified process step during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.